Event description:
A customer contacted beckman coulter, (bec), and stated that the probe on their coulter act diff analyzer dripped fluid (less than 12 micro liters) on a startup. The fluid was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated in connection with this event. There was no death nor injury associated with this event.

Manufacturer narrative:
On (B)(4) 2013, the bec customer technical specialist (cts) had the customer clean the probe and the probe wipe assembly. Customer re-ran startup with no further drips and the issue was resolved. Field service was not dispatched for this issue. (B)(4).